Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the mcm20 clips would not come forward (feed) out of the applier. There was no consequence to the pt.